Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient did not cross over to the station and server. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,29-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the patient record was not crossing over to the station and server. A technical support specialist checked server settings, verified patient configuration, resent pocket load messages, and performed a full synchronization of the station. After synchronization, the patient still did not appear. The specialist advised the site to discharge and readmit the patient with correct details. The site discharged the patient, and the issue was resolved. The site approved closing the case. The system functioned as intended after the technical support specialist troubleshot the device.